Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided.

Event description:
It is reported that when the patient underwent revision of trauma prostheses, the locking plate and one of the screws was found to be corroded. It was reported that the fracture site had healed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records were reviewed for the locking screw and the distal plate and identified no deviations or anomalies. The material certification indicates that the material from the supplier was conforming to specifications dimensions taken are within specification. The returned locking screw and distal plate has corrosion. This device is used for treatment. A complaint history review was conducted for the devices and found no additional complaints for the same lots. A definitive root cause of the reported issue cannot be determined. This report is 1 of 3 mdrs filed for the same event (reference 1822565-2016-02945, 1822565-2016-02946, and 1822565-2016-04838).